Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low impedance was noted on the right ventricular lead. The device was unable to deliver high voltage therapy during an arrhythmia. The patient was given a life vest. Lead revision was discussed. The patient was stable.

Event description:
New information noted that the lead was explanted and replaced. Patient was stable post procedure.